Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 21 days after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. The patient presented bone type iii, immediate implant and immediate load were performed and 40ncm of primary stability was achieved.